Event description:
Reportedly, during a pairing procedure with an implant, the procedure failed after entering the serial number of the device. Only one pairing attempt was made.

Event description:
Reportedly, during a pairing procedure with an implant, the procedure failed after entering the serial number of the device. Only one pairing attempt was made.

Manufacturer narrative:
Analysis synthesis: upon reception, the smartview connect was tested and the reported issue was not confirmed, since the device could be successfully paired with a test pacemaker. An analysis of the device's log files showed that during the pairing process, which lasted about an hour, the device was turned off shortly after the smartview connect detected the implantable device. The pairing attempt in the field was interrupted before it was entirely completed. It should be noted that the entire pairing procedure can take up to 18 hours. No malfunction is suspected on the smartview connect and its application. This case is recorded for trending purposes.

Manufacturer narrative:
Analysis synthesis: an analysis of the device's log files showed that during the pairing process, which lasted about an hour, the device was turned off shortly after the smartviewconnect detected the implantable device. The pairing attempt in the field was interrupted before it was entirely completed. It should be noted that the entire pairing procedure can take up to 18 hours. Despite several reminders, the subject smartview connect was not returned for analysis. As a result, the reported event could not be completely investigated. The complaint is closed as is, and will be re-opened should any new relevant information be provided in the future.

Event description:
Reportedly, during a pairing procedure with an implant, the procedure failed after entering the serial number of the device. Only one pairing attempt was made.